Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.75 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during the first inflation at 11 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.